Event description:
On (B)(6) 2012, the patient/end user's spouse contacted lifescan mexico alleging that the patient's onetouch ultra meter was reading inaccurately high. The complaint was classified based on additional information obtained by the customer service representative (csr) during follow-up calls to the reporter. It was initially reported that the subject meter was reading inaccurately high compared to the patient's normal readings and/or feelings; however, during the follow-up calls the reporter denied that he felt the meter had read inaccurately. The patient's spouse reported that on (B)(6) 2012 between 10 and 11am the patient had a seizure. The reporter confirmed that the patient's blood glucose (bg) was not tested at the time of the seizure; however, he informed the csr that the patient's bg was tested 45 minutes after the seizure and obtained a result of "112 mg/dl." It is not known of the patient's condition between when she had the seizure and when her bg was tested. The patient's spouse reported that approximately 2 hours after the first seizure he took her to the hospital. At the time of arrival to the hospital, the reporter claimed the patient suffered another seizure. The reporter stated the patient's blood glucose was tested at that time with the ER hospital meter and the result was "37 mg/dl." The reporter stated the patient was treated with glucose and hospitalized for 5 days. During the follow-up call, the reporter informed the csr that the seizures were due to a low blood glucose and stated he felt the patient's low bg was as a result of the patient not eating enough. The reporter did not provide any further details to explain reason why the patient was not eating adequately. During the follow-up call, the patient's spouse reported that the patient generally tests her blood glucose 2x/day and manages her diabetes with insulin (type unknown) based on a sliding scale. During initial call to lfs, review of the meter memory revealed two blood glucose readings of "112 mg/dl" on (B)(6) 2012 at 12:25 and 3:31. Prior to these results, the last reading was "133 mg/dl" stamped with a date of (B)(6) 2012. It is not known if the patient did not test her bg between (B)(6) 2012. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia after having tested with the subject meter. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(6).